Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the reported complaint was not duplicated but an error code related to a ventilator inoperative condition occurred. It has been determined that a temporal failure occurred in the main circuit board. The device's main circuit board was replaced to address the issue. The device passed final testing.